Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is an event caused from quantum board failure and replacement of quantum board determined as necessary. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found there were no other failures after additional testing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the sdi ports on the back of the high definition lcd monitor were working intermittently and the image was going off and on. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the ports worked intermittently due to a faulty printed circuit board. The report is being submitted due to the failed printed circuit board found during evaluation.